Event description:
The customer reported being in the emergency room due to unexplained high blood glucose. The blood glucose reading was 265mg/dl. The caller stated that he was in the hospital overnight. Troubleshooting was performed. The caller mentioned that the insulin pump was stuck in a prime loop. Instructed the customer to remove the battery for ten minutes, then the battery alarm was cleared, and the reservoir was changed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.